Event description:
Co rec'd a report from the UK that a female pt experienced ocular inflammation, swollen eyelids, and ocular discharge/mucous after using a particular lot of complete comfort plus. The pt noted that her eyes were "sticky" upon waking. She sought medical attention, assuming it was an eye infection and not contact lens-related. After recurring problems for two months, the pt felt it might be solution-related. She had previously used complete and complete comfort plus with no problem. The reporter did not indicate diagnosis or if any treatment was required.